Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The red blood cell (rbc) diluent dispenser was replaced due to a faulty diaphragm, which was creating air bubbles, contributing to the h&h check failures. The instrument ran without failures following the repair and was verified per established service procedures. (B)(4).

Event description:
The customer reported hemoglobin-hematocrit (h&h) check failures were received on a coulter lh 780 hematology analyzer while running patient samples. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.